Manufacturer narrative:
The returned device was evaluated. During evaluation the device booted up with the error message ¿service watchdog" ,12 flashes and the touchscreen becomes unresponsive when changing menus. The device was unable to take measurements. The core board was found to be defective. The core board was replaced and the unit functioned as designed. A service history record review reveals that this unit was in the field for over two (2) years with no previous reported issues prior to this reported event.

Manufacturer narrative:
Attempts have been made to obtain the product. The product has not been returned to masimo to allow an analysis to be performed. If the product is returned for evaluation or new information is obtained, a follow up report will be submitted. (B)(6).

Event description:
It was reported that radical 7 touch screen powering off it self suddenly. No known impact or consequence to patient.